Event description:
It was reported that the patient presented with problems with this artificial urinary sphincter (aus), testing revealed that there was a hole in the balloon. Two weeks later, a surgical procedure was performed and the balloon was removed and replaced with a new one. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. The cuff and pump both passed testing. Visual inspection of the balloon found a tear in the balloon at the sphere-adapter junction of the shell, confirming the clinical observations.

Event description:
It was reported that the patient presented with difficulties operating this artificial urinary sphincter (aus). Subsequent testing revealed that there was a hole in the balloon, which was explanted and replaced. There were no patient complications.